Event description:
Infection: the patient received first injection of their second series of synvisc injections in 2002. The patient experienced joint swelling, joint pain and chills following the first injection. They were hospitalized (date unknown) and thier symptoms of an increased c-reactive protein of 16.5 mg/dl and an increased erythrocyte sedimentation rate of 48/85 were treated with antibiotics. The patient remained hospitalized for ten days and their c-reactive protein decreased to 2.8mg/dl and their erythrocyte sedimentation rate decreased to 46/70. The patient did not continue synvisc injections. Their physician classified the causal relationship with synvisc as probable. The physician reports that patient has recovered.